Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed high thresholds at a routine device change-out. The lead was capped was replaced. No patient complications have been reported as a result of this event.